Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient who was receiving dilaudid (hydromorphone) 8 mg/ml; 0.6 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. The date of the event was approximately (B)(6) 2014. It was reported the patient did not think they had been getting good pain therapy for at least four years. On (B)(6) 2018, the hcp injected contrast through the catheter access port (cap) and saw contrast coming out from the catheter at the spine. A partial explant was performed on (B)(6) 2018. Upon exposing the catheter where it entered into the spine a visible break was in the existing 8709. The hcp cut the catheter at the break and spliced on a new 8598a spinal segment onto the existing 8709 catheter at the spinal site. The explanted catheter was discarded. A pump replacement was also done due to expected end of service (eos). Elective replacement indicator (ER) occurred on (B)(6) 2018. After the revised catheter was attached to the newly implanted pump, aspiration with a 24-gauge non-coring needle was done with no air bubbles observed. The infusion rate and personal therapy manager (ptm) programming were decreased after the catheter revision was done. The new settings were h ydromorphone 0.4 mg/day; ptm 0.05 mg boluses decreasing maximum activations to 3 per day. The patient was educated of the decreased infusion rates/activations of the ptm due to an unknown amount of medication she had been receiving. There were no environmental/ex ternal/patient factors that may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight was (B)(6). Patient medical history was chronic pain and fibromyalgia. Other medications the patient was taking at time of the event were levsin as needed; zanaflex as needed; xanax; fioricet; savella; roxicodone; mysoline; phenergan; lialda; zantac; premarin; neurontin and imitrex no further complications were reported.